Event description:
It was reported that during priming with a gambro cartridge set, an external fluid leak was observed from "the line connection near the blood pump". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.